Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown, batch no.: unknown. It was reported by the health professional that patients developed contact dermatitis after use of chloraprep. Per email: I have an orthopedic surgeon from our facility with complaints of severe contact dermatitis post-op following use of the 26ml orange tinted chloraprep stick. Approximately 6 patients in a two week period in april developed the contact dermatitis in the same extremity in the same area as the chloraprep was applied. A general surgeon also confirmed he had one case of contact dermatitis on an abdomen in the exact area we had prepped in the same time period.